Event description:
It was reported that the patient underwent two level anterior cervical surgery. The locking cap on the plate popped off while the surgeon was trying to close the patient's incision. There were no patient adverse reactions. The surgeon removed two screws from the middle of the plate. Two screws remained at the top of the plate and two at the bottom of the plate. The plate remains implanted in the patient.

Manufacturer narrative:
(B) (4). The product remains implanted. Imaging films were not provided.